Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the medical records provided, a patient with a medical history that includes, obesity, diabetes, tubal ligation and at least one previously hernia surgery, underwent a procedure to repair a ventral hernia using a composix kugel mesh on (B)(6) 2003. A CT scan on (B)(6) 2003 showed an abdominal wall seroma or abscess. The medical records do not show what this scan ultimately represented or how it was treated. A followup CT scan on (B)(6) 2004 showed a new abdominal wall hernia. On (B)(6) 2004, a cholecystectomy and hernia repair with a second composix kugel mesh were performed. The pathology report refers to a synthetic mesh, which likely refers to the composix kugel implanted on (B)(6) 2003. There was no indication in the medical records that there was a defect in the explanted mesh. Currently, it is unknown if the composix kugel mesh may have caused or contributed to the alleged event. The patient was reportedly treated for a recurrence, which is listed as a possible adverse reaction in the product's instructions for use. While it is unclear if the patient developed a seroma or an abscess, both are addressed in the IFU, where seroma is listed as a possible reaction. The IFU also states that if an infection develops, it should be treated aggressively. No specific device failure has been indicated in the medical records and no sample has been returned for evaluation. With the information available, no conclusion can be drawn.

Event description:
Based on a review of medical records provided by the patient's attorney: (B)(6) 2003 - repair of an incisional hernia with composix kugel mesh. On (B)(6) 2004 - cholecystectomy, celiotomy, explant of previously implanted composix kugel and repair of ventral hernia with new composix kugel mesh.